Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire rolls and loses its shape at insertion was confirmed. The customer returned one guide wire. No other components were received. Visual examination of the returned guide wire confirmed one kink in the wire near the distal end. Microscopic examination confirmed the one kink and observed offset coils at the kink. Microscopic examination also confirmed that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The one kink with offset coils was measured at 2.2 cm from the distal weld. The guide wire measured approximately 601 mm in the total length and exhibited an outside diameter (od) measured 0.793 mm. The returned guide wire met specification for length and od of the guide wire packaged in the reported kit per the guide wire graphic(length: 596 - 605 mm and od: 0.788- 0.826mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none. Other remarks: of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the guide wire rolls and loses shape. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.